Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A guiding catheter was then used as back up and the synergy¿ stent was advanced again but still failed to cross the lesion. The stent got caught at the calcification and the distal portion of the stent was found to be flared. Subsequently, a non-bsc guide extension catheter was used and the procedure was completed with a 3.5 x 23 non-bsc stent. No patient complications were reported.